Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2019 with the following findings: a review of the black box showed the daily insulin delivery totals correctly reflected the programmed basal rates. No activity outside normal use was observed in the black box or download history. The pump passed delivery accuracy testing and found to be delivering within the required specifications. Unrelated to the original complaint, the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 36mg/dl, associated with an alleged dim and fading display. Reportedly, the patient remained on the pump, and self-administered food and/or drink as treatment. During troubleshooting with customer technical support, it was revealed the screen went dim when the patient was attempting to administer a bolus, and dialed the incorrect amount. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a dim display issue.